Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin clots was observed. Additionally, (B)(4) retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin clots based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found in the serum during the machine process after centrifugation. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "defect: fibrin filaments were found in the serum during the machine process after centrifugation".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found in the serum during the machine process after centrifugation. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "defect: fibrin filaments were found in the serum during the machine process after centrifugation."